Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, belt clip slot, a scratched lcd window and missing end cap sticker also noted.

Event description:
The customer reported that the insulin pump was alarming during the priming process. The customer's blood glucose reading was 187 mg/dl. The customer also reported that the drive support cap was protruded. The customer reported having dropped the insulin pump. The insulin pump will be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.